Event description:
As reported by the user facility: reports the product was used as a peripheral device. The product leaked during an administration of adriacin (chemotherapy drug). Information on the duration of use for the caresite valve could not be obtained.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. However, a photo of the sample was received. Based on the returned photo a crack was evident on the female luer lock of the molded caresite body. The crack appeared to be on the parting line and started from the top of the valve and extended down to the bottom of the luer threads. Although the duration of use for the caresite valve could not be confirmed, it is indicated on the instructions for use (IFU) for the reported product catalog number, "the caresite luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g. , paclitaxel) for 24 hours." Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. If the sample is received for evaluation or if additional pertinent information becomes available, a follow-up report will be filed.